Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer's blood glucose level was not impacted by the event. Reportedly, the usb cable was replaced to address the issue.